Event description:
It was reported that the implantable cardiac defibrillator (ICD) was eroded through skin and the leads were visible through the eroded skin. The ICD and leads were explanted due to infection and erosion. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The reported event of infection could not be traced to the device. During analysis, a failure event was observed that was unrelated to the reported event. Final analysis found an external abrasion breaching the outer insulation proximal to the ring electrode, consistent with friction to another implanted device or feature of the patient's anatomy. The outer coil was exposed at this location.